Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse event(s) of peritonitis, which warranted hospitalization and antibiotic therapy. Per the htm, the peritonitis was caused by poor aseptic technique practiced at the nursing home where the patient resides. Klebsiella and enterococci are both organisms which naturally occur in the intestine (2,3) based on the information available, the fmc cassette can be disassociated as there is no allegation or objective evidence indicating a fmc cassette product deficiency or malfunction caused or contributed to the serious adverse event(s) experienced by the patient. Moreover, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum (1). Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis on (B)(6) 2019 and discharged on (B)(6) 2019. Upon follow up with the home therapies manager (htm), it was reported that peritoneal effluent fluid cultures were obtained on (B)(6) 2019 and returned positive for gram-negative klebsiella and gram-positive enterococcus (species not provided). The htm stated the patient was treated with intravenous antibiotics while hospitalized (drug, dose, frequency not provided), and completed the course intraperitoneally (ip) after discharge. The htm stated the cause of the peritonitis was poor aseptic technique practiced by the nurses at the patient¿s residence (clinical education being offered). The patient is completely dependent on others for caregiving, including pd therapy. The nephrologist stated, given the circumstances, it would be more appropriate to transition the patient to hemodialysis (hd). Currently the patient continues to undergo continuous cyclic peritoneal dialysis (ccpd) therapy at the nursing home, however the patient¿s spouse or pdrn comes nightly to set-up and connect the patient to the liberty select cycler. The pdrn stated the events were unrelated to the utilization of any fresenius device(s), drug(s) or product(s).